Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (one gram, the frequency and the route of administration was not reported). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. At the time of this report it was unknown if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that on an unreported date, dianeal therapy was discontinued (catheter was removed), and the patient switched to hemodialysis. The patient was still not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.